Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when the device was observed to be in back up vvi mode. A device download was successfully performed. The patient condition was good.